Event description:
Customer states back to back blood glucose test results of 299 mg/dl and 121 mg/dl. The customer went to the hospital only to be tested, they obtained a 121 mg/dl (time not given), and he left. No report of treatment and the customer states he is okay. Return requested and replacement was sent.